Event description:
Pt status post lcp-dhhs implantation; x-ray revealed the implant migrated into the pelvis upon femur head collapsing. Surgeon removed the hardware and revised to a proximal femur plate.

Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. Synthes is unable to provide the MFR, 510k number or the date of MFR wihtout a lot number or device provided. The investigation could not be completed, no conclusion could bt drawn, as no product was returned and no lot number provided.